Event description:
The customer began having issues with phosphate inorganic (phos) quality control that was ongoing from (B)(6) 2012. On further investigation, the customer received questionable phos results on up to 200 samples. On (B)(6) 2012, data was provided for 54 samples and of those samples, 47 were discrepant. Please see attachment to medwatch for patient data. All results are in mg/dl. All original results were reported outside of the laboratory. The samples were repeated on other c702 instruments in the laboratory. The repeat results were deemed to be the correct results by the customer. The customer does not believe there were any adverse events. The phos reagent lot was 66761001, with an expiration date of 10/31/2013. The field service representative found that the reagent probe rinsing bath was not adjusted properly, which caused reagent carry over. He adjusted the rinsing bath. The system was operating to specifications. The customer replaced the reagent, calibrator and qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reagent probe rinse bath.